Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be detected and prevented by following the instructions for use (IFU) sections - operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel states detection methods. - reprocessing manual: 5.5 manually cleaning the endoscope and accessories: brush the channels states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer later confirmed that the patient did not need medical intervention outside of the scope of the original procedure. There were no reports of infection, and the patient is reported to be okay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had kink and scrape marks inside and the forceps/instrument channel had multiple kink marks in the biopsy channel. In addition to the reportable malfunction, the following were noted: angulation was reduced; the plastic distal end cover was scratched; the light guide lens had a chip at the edge; and the bending section cover adhesive had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera lll colonovideoscope biopsy channel was blocked and the biopsy came out after multiple rounds of reprocessing. The issue was found during a diagnostic procedure. There were no reports of patient harm.